Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) alleging that the pump did not vibrate. The reporter indicated that the patient obtained a low cartridge alarm at 9:35 pm the previous evening. At that time, the patient did not mention whether he felt the pump vibrate or not. At 3:15 am the next morning, the reporter claimed that the patient got an empty cartridge alarm and woke up with a blood glucose (bg) level of ''515 mg/dl'' with no symptoms of nausea, vomiting, or ketones. The reporter claimed that the patient did not feel the pump vibrate during the night. The alleged issue was not resolved with troubleshooting. The reporter verified that the pump had an audible tone. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not vibrating and the patient developed an elevated bg level that meets animas criteria for a serious injury. However, the patient's injury can be attributed to possible use error since the patient the pump alarmed for a low cartridge prior to the event. It is unclear of what actions, if any, the patient took in response to obtaining the low cartridge alarm.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The pump was evaluated and the vibratory alarm was found to be operating appropriately. Unrelated to the complaint, evaluation revealed that the all of the keypad buttons were responding as expected.